Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, low battery, damage and that they also experienced both low and high blood glucose levels. The customer was assisted with button error/keypad anomaly troubleshooting. The buttons were unresponsive. The customer stated that possible moisture exposure by sweat was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. Low battery troubleshooting was performed and found that batteries did not last more than a week. The customer was advised to monitor and call back if issue persisted. Troubleshooting for high blood glucose was also performed as the customer reported a 359 mg/dl during the incident and 200 mg/dl during the call. The customer stated that they had symptoms of stomach pain and that they treated with an insulin pen. The customer stated that the drive support cap appeared loose. Troubleshooting for damage was performed. The customer stated that the damage occurred when the insulin pump slipped off the clip. Troubleshooting for high blood glucose was continued. There were no leaks or air bubbles. The customer declined to check further and troubleshooting was moved to low blood glucose. The customer reported a low blood glucose of 62 mg/dl. The customer treated the low with food. The customer stated that they were disconnected during the rewind/prime sequence. The customer stated that reservoir was showing less insulin that what was shown on the status screen and that they were over bolusing too. The customer stated that insulin pump was exposed in a tech suite. The displacement test could not be completed due to the keypad issue. Per the keypad anomaly, damage and low blood glucose troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.